Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Troubleshooting was performed and found occlusion coming from the cartridge, and cartridge was cracked. Reportedly, cartridge had been in use for 5 days. Customer changed the cartridge and resumed insulin delivery. There was no impact to customers blood glucose level.